Event description:
Resuscitation of patient in progress - bagging. Disposable lifeguard bag connected to oxygen at "flush". After undetermine time, 02 flow was checked. 02 line traced and found to be disconnected at the bag where it should have been ultrasonically welded to the bag. The patient had been receiving "room air" resuscitation onlydevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: manufacturing, mechanical problem, telemetry failure, none or unknown, other, other. Conclusion: device failed during assembly, device failure related to patient condition. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded, none or unknown. The device was destroyed/disposed of.